Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a (B)(6) hospital, and was experiencing high blood glucose levels. The caller stated that the doctor at the hospital recommended a 12 unit bolus, but the customer usually takes 17 units. The caller was advised that we cannot give any medical advice. The caller stated the following, "I understand although I just want to inform you she is being abused here and is running high." The call was disconnected shortly thereafter when the caller was placed on hold. Unable to contact the caller or the customer as the caller did not provide any information about the customer or the insulin pump.